Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to advance and difficult to remove could not be replicated as it was based on case circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
The procedure was to treat a lesion located in the heavily tortuous and heavily calcified, 90% stenosed mid circumflex. It was reported that the 4.0x12 mm voyager nc balloon dilatation catheter was used for post-dilation of an unspecified stent in a chronic total occlusion. The voyager nc failed to cross the lesion and became stuck near the proximal end of the implanted stent. An attempt was made to retract the balloon catheter; however, this failed. After inflation at the lesion site the balloon was released and able to be retracted. A 3.0x12 mm balloon dilatation catheter was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.